Event description:
It was reported that the cup inserter broke at the weld where the bracket holds the instrument tracker during cup positioning. The surgeon noticed this while trying to position the cup. Prior to the failure it was used for a total hip with navigation. The navigation was aborted at this point. There was no medical intervention required and no delay in the procedure.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer at this time. If additional information becomes available then it will be submitted in a supplemental report.